Event description:
It was reported that the patient lost stimulation for their legs the night prior to report at supper time. It was noted that there was a loss of therapeutic effect. The patient was only getting stimulation on the hip and stomach area. The patient was on group a ¿up to above ten¿ on the programs but could not get stimulation for their legs. It was noted that at one point the patient observed and out of regulation (oor) message. There were no known accident or incident related to the complaint. The patient¿s status was unknown. The caller was redirected to the patient¿s hcp. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).